Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported the device is alarming and the screen reads -no disposable clamp tubing-. The patient denies any air in the tubing. Instructed the patient to turn the pump off then back on and start the pump. The screen reads -run-. Removal of the device is scheduled for tomorrow. No patient injury was reported.